Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), uterine perforation ('perforation of organs') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), cyst ("cysts"), inflammation ("inflammation"), peripheral swelling ("leg swelling"), alopecia ("hair loss / hair damage"), hypertension ("high blood pressure"), arthralgia ("mine to was deep in my hips and legs") and pain in extremity ("mine to was deep in my hips and legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, cyst, inflammation, peripheral swelling, weight increased, alopecia, hypertension, arthralgia and pain in extremity outcome was unknown. The reporter considered alopecia, arthralgia, cyst, device dislocation, genital haemorrhage, hypertension, inflammation, pain in extremity, pelvic pain, peripheral swelling, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media contents received : reporters information updated. Events added- arthralgia, pain in extremity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of implant (device dislocation) and perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal more than seven years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. During the essure therapy, device migration and uterine perforation may occur. The exact time point and mechanism of these events are not known, however, considering their nature, they were considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), cyst ("cysts"), inflammation ("inflammation"), peripheral swelling ("leg swelling"), weight increased ("weight gain"), alopecia ("hair loss / hair damage") and hypertension ("high blood pressure"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016) and surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown and the uterine perforation, genital haemorrhage, pelvic pain, cyst, inflammation, peripheral swelling, weight increased, alopecia and hypertension outcome was unknown. The reporter considered device dislocation, uterine perforation, genital haemorrhage, pelvic pain, cyst, inflammation, peripheral swelling, weight increased, alopecia and hypertension to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of implant (device dislocation) and perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal more than seven years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. All events are anticipated in the reference safety information for essure. During the essure therapy, device migration and uterine perforation may occur. The exact time point and mechanism of these events are not known, however, considering their nature, they were considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.